Event description:
It was reported that during routine follow-up this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. The patient experienced pain and discomfort due to the safety mode settings. A device replacement was being planned for the following week as the patient was not ready for a procedure. The crt-p remains in service.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.